Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx rx coronary drug eluting stent was implanted in the cx artery. Approximately three weeks post procedure, the patient presented with nstemi type 2. Demand ischemia occurred from hypertension and acute respiratory failure. The investigator assessed the event as not related to the index device and not related to the antiplatelet medication. The sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication. The patient recovered.